Event description:
Customer reported that pump alarm 20 was declared during insulin pumping. There was no adverse impact to the customer's blood glucose level since it did not exceed 500 mg/dl (27.7 mmol/l). Despite attempts, the issue persisted as the cartridge alarm recurred even after loading a new cartridge. Consequently, cts decided to replace the pump, which was still under warranty. The customer will use multiple daily injections (mdi) as backup therapy. The customer was instructed on how to place the pump into storage mode and to return it using a pre-paid label within ten days, which they understood and acknowledged.